Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, (B)(6) 2019, product type: screening device. Product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for non-obstructive urinary retention. It was reported that the trial patient¿s ¿battery had become undone¿. They also reported that the lead wire may have moved and that they had pain in their ¿right behind¿. It was noted that they had raised the stimulation on the morning of report and that it hurt in their buttock. They then turned the stimulation down and it was not hurting anymore. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.